Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and visual inspection performed with retained strip. Meter did not powered on with button depression and test strip insertion. Unable to download the meter log or set time and date. The meter was sent for further investigation and de-cased. Performed a visual inspection on the de-cased meter and no internal issue was observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issued. The returned central processing unit (cpu) was replaced with a new unused cpu, and the meter powered on and able to set time/date and confirm uom (units of measurement). Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.